Event description:
PICC line inserted in 2001 broke during removal of the catheter despite only careful, appropriate traction applied during the process. An 8.5 cm long segment of catheter was left in the right basilic vein. Tourniquet was applied to upper right arm and the retained part of the catheter was removed in surgery with fluoroscopy and general anesthesia.